Manufacturer narrative:
Evaluation of the returned fractured tip found abrasions and signs of wear on the exterior and the tip appears sharp. The fracture end shows an area where a thin flap of metal remains. The fracture artifacts suggest a bending overload. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent a procedure utilizing a suture retriever on (B)(6) 2011. During the procedure, the tip fractured while the surgeon was attempting to penetrate the labrum. The surgeon was able to retrieve the fractured piece. There was no injury to the patient or significant delay to the procedure as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed (B)(4), 2011.